Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/14/2015. The fse confirmed the reported leak and found that the foam trap off the top of the cbc waste chamber (vc11) had a tubing disconnected, which prevented the cbc waste chamber from draining, causing both the leak and the low recovery on a number of parameters, due to the inability of the baths to fully drain. Service reattached this tubing and had no other issues post verification. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported an uncontained leak of unknown source of approximately 20 ml of green fluid under a coulter lh 750 hematology analyzer; the instrument would not pass startup and the red blood cell (rbc) results were out low on all levels of controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, face shield, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.